Event description:
Canadian reference# - 1292. Facility reports that extensionset leaks. Pt developed peritonitis, treated with ancef 2000mg and gentamycin 32mg ipx3 days then vancomycin 2,500mg ip x 3 weeks. Sample not available for analysis. Culture and sensitivity indicate - staphylococcus coagulase negative.